Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that one of the infusion set's tubing detached close to the tubing connector. The site location was patient's abdomen and the pump was attached to the belt. Moreover, the infusion was not used. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.